Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter name is (B)(6). E1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) led that indicates the battery is charging does not come on. There was no patient involved and no harm or injury reported

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and discovered that one cardiosave battery is not showing on display. Battery shows as fully charged and in compartment. After further troubleshooting, the fse found that number two battery was not showing on display as if no battery was present. Swapped batteries from number two to number one and problem followed battery. The fse replaced both batteries (0146-00-0097) and performed test. The unit passed all functional and safety checks and is being returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d8.